Event description:
The patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient obtained results of 5.4, 5.7, 5.8, and 5.2 mmol/l on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l. The customer care representative walked the patient through 2 consecutive control solution tests, which fell outside of the specified control solution range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.